Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) interventional procedure using a 6f sheath. Reportedly, an unspecified device issue occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A similar complaint query for this product was not performed because a specific failure mode was not reported, and similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.